Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the device was identified to be knotted up excessively resulting in several kinks and bends. The device was unknotted. A series of kinks and bends were identified from 2 cm to 92 cm from the distal tip. The device was evaluated and did not meet the curve or planarity specification. During functional testing, there was an excessive amount of play in the steering knob indicating the internal deflection mechanism is damaged. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the polaris ep catheter was noted to be damaged when opened. The catheter was bent therefore not able to be used and another one had to be opened. Multiple attempts were made to obtain additional information. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.